Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. DHR (device history review) for the freestyle libre reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A testing issue was reported with the freestyle libre 2 reader. Customer reported the test did not start after the blood sample was applied and he was unable to obtain readings. As a result, customer experienced a loss of consciousness and was seen at a hospital where he was treated with intravenous fluids and insulin (dose/type unknown) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.